Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned sample met specification as received. Details regarding a visual inspection were not provided. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a burn. The customer uses non-original accessories (pen and return plate) from a different brand.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a burn.